Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
The patient wife states that patient developed a rash around the site of the cannula was prescribed with antibiotics and changed the cannula site location. Patient developed another rash at that location and was admitted to the hospital since the incident and had surgery for the infected wound on (B)(6) 2026.